Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that ¿it is not working¿ which was clarified by the patient to mean their implant. The issue started in the past 3-4 days. The patient also reported that they were unable to connect the programmer to the implantable neurostimulator (ins), also in the past 3-4 days. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. No symptoms were reported in the event. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with the implantable neurostimulator (ins). It was reported the device was not working right and was feeling pain for 2-3 days. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient called back stating that he saw his doctor on thursday, (B)(6) 2019 and the doctor adjusted stimulation from 2.04 to 3.04 v. The patient stated that it seemed to work somewhat but since friday, (B)(6) 2019 the patient was "hurting a little bit" from stimulation and he is back to going to the bathroom every hour. The patient does not have his programmer with him for troubleshooting. Patient services suggested the patient changed to a different program and then contact their doctor if he is still not getting benefit. The patient called back and said the device does the job during the day and at night it was not doing the job. As soon as he drinks water he has to go which has been accompanied with burning and pain. On saturday, january 5th patient said he had reddish pink in urine. He called the doctor and they put him on meds. He hasn't had the reddish pink in urine since, but the burning and pain is still there. Patient said he was at 3.4 volts on program 3 and he decreased it to 3.2 volts yesterday, (B)(6) 2019, because it was hurting quite a bit. Patient checked the settings during the call and was on program 3 at 3.2 volts but his stim was off, and patient was told that the stim has to be on to get therapy. Patient turned the stim on and set to 2.9 volts and was advised to give it a couple days and to monitor the symptoms to see if they get better. Programmer buttons and navigation was reviewed with the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
Review of the additional information received shows that there is now information to reasonably suggest that the device in this report did not cause or contribute to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.